Event description:
Pt had 2 bilateral injections of orthovisc in the knees. The knee pain was 75% better, but he was experiencing some back pain 15 days later. The pt wanted to know if it could be related to orthovisc. The dr. Gave him a cortisone shot for his back pain.

Manufacturer narrative:
The device is being returned to anika, but as of this date, it has not been received.